Manufacturer narrative:
This one event (death) for the same patient involving two separate products; associated MDR #1225714--2014-03006 and 1225714-2014-03007.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.